Event description:
A physician reported a patient who was originally skin tested on 19 january 1999 with negative results. On 19 february 1999, the patient was treated in nasolabial folds and lower eye lines. On 16 march 1999, the patient was examined by the physician who noted "bumps" at the eye line treated sites. The date of symptom onset was not known. The patient had no redness or itching. The physician prescribed warm compresses and massage. On 18 may 1999, the patient was examined and the physician noted the patient had continued "bumps" at the treatment sites of the eye lines. The physician administered kenalog intralestional. On 25 may 1999, the patient was examined and it was noted the "bumps" were still there, but were no larger in size. There was no redness or itching. The physician administered kenalog intralesional. The physician believed this was a beading of the collagen and not a hypersensitivity.